Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) pump adjusted. No components were removed. Only an accessory kit was used. It was further reported that the pump had a position adjustment due to pump migration. It is unknown why the pump had migrated, but the migration caused the pump to not work properly. The patient got well after this surgery.